Event description:
It was reported that foreign matter occurred during use with a bd veo¿ insulin syringe with the bd ultra-fine needle. The following information was provided by the initial reporter, "consumer reported finding a clear liquid substance like water on the insulin syringe needle tip. Stated this was found this morning on 1 insulin syringe from this box."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-08. H.6. Investigation summary : customer returned (1) loose 1/2cc, 6mm syringe. Customer states that they encountered a clear liquid substance like water on the insulin syringe needle tip. The returned syringe was examined and no material was observed on the cannula and no material came out of the cannula when fully depressing the plunger rod. A review of the device history record was completed for batch# 9273231. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200854096, 200854085, 200850786] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 8 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9273231. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200854096, 200854085, 200850786] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that foreign matter occurred during use with a bd veo¿ insulin syringe with the bd ultra-fine needle. The following information was provided by the initial reporter. "Consumer reported finding a clear liquid substance like water on the insulin syringe needle tip. Stated this was found this morning on 1 insulin syringe from this box."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a bd veo¿ insulin syringe with the bd ultra-fine needle. The following information was provided by the initial reporter, "consumer reported finding a clear liquid substance like water on the insulin syringe needle tip. Stated this was found this morning on 1 insulin syringe from this box."